Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416500; model: sc-8416-50; serial: (B)(6).

Event description:
It was reported that patients spinal cord stimulator gives a muscle spasms. It was noted also that patient did not want the stimulator anymore. The patient underwent an explant procedure. The explanted device will not be return.